Event description:
It was reported that the customer had disconnected from the insulin pump, suspended the insulin pump and the insulin pump turned off. The insulin pump then turned back on two to three seconds later. The customer's blood glucose was 125 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was neither dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged or corroded. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display returned. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.